Event description:
It was reported that valve was explanted due to a severe pvl. The pvl was first diagnosed in 2004 by means of a tee, which showed the patient had developed a small pvl. Over the next 3 years, the pvl progressed in severity and caused heart and breathing symptoms to develop. The patient had a difficult recovery following the redo operation and discharge.